Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer representative regarding a patient who received unknown baclofen (unknown concentration and dose) in an implantable pump for an unknown indication for use. Pump interrogation and reading of the pump logs indicated a reset of the battery occurred (refill date was altered and showed "16-2025"; also reported as pump battery issues). There were no known environmental/external/patient factors that may have led or contributed to the issue. The diagnostics/troubleshooting performed involved reading the logs and checking the serial number. The issue was considered ongoing. Surgical intervention was planned, but not scheduled (explant and replacement to be programmed). The pump status was reported as "implanted - out of service." The status of the patient was reported as alive with no injury. No further information was provided. No further complications were reported/anticipated. Additional information was received. When asked if the replacement had been scheduled, the response was ¿already been done autonomously by the center, but they haven¿t given us a date.¿ it was noted that the patient was now fine, which indicates that the pump had been replaced. The serial number and implant date of the pump were not available. The concentration and dose of baclofen were not available. The low battery reset occurred on (B)(6) 2017. Pump logs were not available. The patient did not experience any symptoms. The pump was discarded and would not be returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.